Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained address/serial number label, stained lcd resilient cover and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart and was not able to get the insulin pump to complete the fill tubing process the customer¿s blood glucose level was unknown. Alarm did not occur shortly after inserting a new battery, however alarm was recurring during normal pump use. The insulin pump will be returned for analysis.